Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this physician mentioned to boston scientific technical services (ts) that they had a device display an extended charge time. Ts discussed svo battery chemistry with the physician. The physician did not provide patient or model/serial number specific information. There were no adverse patient effects reported.